Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was explanted at initial procedure due to damage of the lens.

Manufacturer narrative:
The product was not returned for analysis. Photo provided shows an implanted iol on a monitor screen, there appears to be damage near the edge of the optic. Based on our observation of the attached photo, the optic appears to be damaged. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).